Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed return instrument test/evaluation (rite) functional test due to failing fluid volume accuracy testing. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). During evaluation, device passed the homechoice return instrument test/evaluation (rite) electrical test but failed rite functional test due to failing volume transferred comparison. The device passed the external/internal inspection. The device failed volume accuracy test. During temperature confirmation testing, the temperature was verified to be within specifications. The device was able to power up properly without any errors. During door assembly inspection, deteriorated piston foam was found. The root cause for the rite failure of failed volume transferred comparison was determined to be deteriorated piston foam. The door piston was discarded. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.